Event description:
On july 4, 2007, the lay patient contacted lifescan (lfs) after receiving the letter from lfs regarding holes in some one touch ultra test strip vials. The patient alleged that his one touch ultra smart meter displayed error messages several times. The patient said he did not know the specific error messages that his meter displayed. He also said his readings were "going all over the place", "down to 80 and over 300". No test dates or times were provided. The patient said, he took insulin (type and dose not provided) four times a day by sliding scale. He went to the doctor while his vision was "fuzzy" on an unspecified date. He said, the doctor tested his blood glucose and obtained a "high" reading on the doctor's meter. The doctor treated the patient with an injection of lantus insulin, dose not provided. The customer care advocate (cca) noted that the patient no longer had the test strips used at the time of concern. No holes in the test strip vials were confirmed. The cca walked the patient through performing a test on the reported meter and obtained a reading; the result was not provided. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges obtaining several error messages while attempting to test his blood glucose. He claims he experienced symptoms that suggested that hyperglycemia, a "high" blood glucose result on the doctor's device, and received treatment with lantus insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.